Event description:
It was reported that the customer experienced a blood glucose (bg) level of 17 mg/dl. The customer required assistance and paramedics were called and gave glucose and transported the customer to the emergency room. Reportedly, the customer received intravenous fluids of saline to address the bg which resolve the issue with no permanent damage. The customer alleged that the pump delivered boluses that the customer did not request. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was due to customer input. The logs showed that customer requested a bolus and performed a pump override to confirm the bolus request. The customer acknowledged and continued using the pump for insulin therapy.